Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a small volume intermate was observed with particulate matter inside of its reservoir. This was identified after the device was filled with entapenem, ceftazidime, and a third unspecified antibiotic drug (non-baxter product), prior to patient use. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The lot was manufactured between june 6, 2014 and june 11, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted a white particle, approximately 0.92 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ft-ir) scanning identified the particle to be acrylic material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particle was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.